Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded a new cartridge at time of call, however would contact tandem technical support should issues arise or persist. Customer's blood glucose level was 200 mg/dl.